Event description:
A malfunction was reported on the pump, and it was confirmed that no adverse impact occurred to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller was assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.